Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported that they worked with the device manufacturer's representative (rep) to troubleshoot the loss of therapeutic effect on one of the patient's legs. It was determined that initial programming in the or was the cause of the loss of therapeutic effect. It was resolved with subsequent programming. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a loss of therapy on one leg. The patient felt stimulation in both legs after implant, but when he got home he only felt stimulation on one leg. The consumer wanted to change from group a to group c. Troubleshooting was done over the phone for a length of time to try and switch programs, but the consumer did not see any groups. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain and failed back surgery syndrome.